Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed the pump was suspended on (B)(4) 2013 at 11:24. The suspension was confirmed three times and deliveries resumed at 13:30 on (B)(4) 2013. On testing, the pump was exercised for 29 hours and was found to be delivering within specifications. The pump was run on a 1 unit per hour basal program without self-suspending during this time. The display was noted to be pink and faded. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels elevated to 300 mg/dl with increased thirst and urination. The patient reported believing that the pump was not delivering correctly through the night. The patient reported that for three days blood glucose levels be elevated in the morning but the blood glucose levels were fine the rest of the day. The patient denied any changes in lifestyle. The patient denied having any noted site issues. The patient confirmed all of the pump settings were correct. The patient reported being sick with a bad cough and stuffiness and indicated that there was some recent weight gain but the patient stated that the issues would not only affect blood glucose during the night. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump may not have been delivering correctly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.